Event description:
The customer alleged that he performed a control test and received a result that was high, out of specification. While troubleshooting, he performed 2 more control tests and received results of 446 and 439 mg/dl. The normal control range wa 102-140 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.